Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that the patient had come in to their office (as a new patient) and claimed that the implantable neurostimulator (ins) was not working. It was noted that the patient did not know the type of ins that was implanted. The patient thought there was a paddle lead implanted. The hcp was trying to find out the origin of the ins so it could be interrogated. No impedances were taken. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.